Event description:
It was reported that a cartridge alarm occurred during basal delivery. Reportedly, the cartridge was changed to address the issue. Customer continued to use the pump for insulin therapy. Customer's blood glucose ranged from 100-181 mg/dl.